Event description:
It was reported that the customer had a black circle on the screen with a button error alarm. Customer could not erase the message and stated that he did not recall the pump getting wet or hit. Customer was asked to remove the battery from the pump for 30 minutes. Customer then reinserted the battery and the customer called again to report that the error later returned. Customer received a replacement pump.

Manufacturer narrative:
There was no button error alarm noted. All buttons function properly; however the insulin pump had moisture on the keypad traces. The pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked lcd window, a minor scratched lcd window, a cracked case at display window corners, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.